Event description:
It was reported that multiple intermittent cartridge alarm occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue each time. There was no adverse impact to the customer¿s blood glucose level. Ultimately, customer reverted to an alternate form of insulin therapy.